Event description:
It was reported that a home patient (hp) reused single-use supplies during last fill of peritoneal dialysis therapy. The hp stated that the power on the homechoice was lost and restored due to weather. When the power was restored, the hp ended therapy, re-primed the same supplies, and reconnected to start another therapy. The technical service representative (tsr) informed the hp that it is not recommended to reuse the same supplies in different therapies as there is a risk of infection. The tsr assisted the hp in ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient reused single-use supplies during last fill of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.